Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (won't power on) was isolated to a physically damaged inductor on the bedside pca. The root cause for the damaged inductor could not be positively identified. There was no adverse event that resulted from the damaged charger.